Event description:
The hospital staff attended to a pt in the intensive care unit department who had coded. The pt was terminal with leukemia and sarcoma. The operator allegedly observed arcing when the first 2 shocks were administered. The defibrillation electrodes were replaced and arcing was again allegedly observed when the shock was administered. The pt was not resuscitated. The reporter indicated the alleged arcing did not cause or contribute to the pt's death. This opinion was based on the pt's lack of viability. It is the reporter's opinion that the alleged arcing could cause harm to an employee.